Manufacturer narrative:
Int urogynecol journal article event, "management of tow synthetic midurethral slings eroded into the urethral lumen. By p. Zimmern, published online on october 06, 2012. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report no 2183959-2013-01075. An article reported that a patient was implanted with an ams miniarc sling to correct her stress urinary incontinence (sui). It stated that the patient remained dry for approximately 2 months, after which she developed recurrent sui and chronic pelvic pain refractory to analgesics. After seeking a second opinion the patient was implanted with a second ams miniarc sling that was placed more distally. Sui did not resolve, and another physician was consulted. Additional complications of urinary frequency of every 30 minutes, nocturia, decreased urinary stream, straining to urinate, and urinary hesitancy were also reported. On cystoscopy two exposed slings were noted, one proximal and one more distal. The patient was placed on antibiotics and a removal was scheduled. The eroded mesh fibers were removed using a holmium laser to debulk the eroded tapes, it was indicated that the mesh fibers were melted until the mesh retracted below the mucosal surface. Six weeks following the laser procedure, a repeat cystoscopy in the office found no mesh segments in the urethral lumen. The patient still reported pain and dyspareunia. A second vaginal procedure was performed to remove the remaining tape segments outside the urethral wall. No further complications were reported.